Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was advised by technical support to replace the pump and revert to multiple daily injections as a backup therapy. A replacement pump with updated software was sent, and the caller was instructed on returning the malfunctioning pump. The caller understood all instructions and acknowledged them.